Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right venous iliac artery. After deployment of a wallstent, an 18-4.5x8.75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres for 2 seconds, the balloon ruptured. Another 18-4.5x8.75 xxl esophageal balloon catheter was used but it also ruptured at 2 atmospheres. They removed the device and used a third 18-4.5x8.75 xxl esophageal balloon catheter but the balloon also ruptured. The device was completely removed from the patient and the procedure was completed with the fourth 18-4.5x8.75 xxl esophageal balloon catheter. No patient complications were reported.